Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 327 mg/dl at the time of the incident. The customer was at 317 mg/dl at the time of admission. The customer used manual injections and was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, and a low fever. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer feels the high was caused by scar tissue. The insulin pump will not be returned for analysis.